Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible that the patient's advanced age and progression of the disease process may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs) approximately 6 years and 1 month post transfemoral aortic valve replacement (tavr) with a 23 mm sapien 3 ultra valve, the valve demonstrates a severely increased transvalvular gradient suggestive of aortic stenosis and has valvular regurgitation present. The aortic valve pg 83 mmhg pg 55mmhg, and aortic valve area 0.57 cm2. The patient is having increasing shortness of breath and dizziness, but the patient attributes this to vertigo, and it is improving. The patient has worsening heart failure exacerbated by significant peripheral edema. They underwent a cardiac workup including a transthoracic echocardiogram that showed left ventricular ejection fraction (lvef) to be 65% with mild mitral regurgitation however, it did show severe increased transvalvular gradient of the bioprosthetic tavr valve. It showed a peak aortic valve velocity of 455 cm/s and mean aortic valve gradient of 55 mmhg peak aortic valve gradient of 83 mmhg consistent with severe aortic stenosis. Intervention is required. Proctor review showed; the frame was under expanded at mid-frame, the prosthetic leaflets were markedly calcified, and overall, this is a high-risk case for coronary occlusion and potential sinus sequestration the echo found that a bioprosthetic stent-valve is present in the aortic position. The aortic prosthesis demonstrates a severely increased transvalvular gradient for valve type and size. This is suggestive of severe prosthetic aortic stenosis. Moderate prosthetic valvular regurgitation is present. Peak velocity 4.55 m/s av peak pg 83 mmhg av mean pg 55 mmhg ava (vti) 0.57 cm2

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b2, b5, g6, and h2 and h6: health effect impact code in this section have been updated.

Event description:
Additional information was received; the patient had a valve-in-valve done implanting a 20mm sapien 3 ultra resilia inside the 23mm sapien 3 ultra valve utilizing the unicorn technique on the left leaflet. The patient tolerated the procedure well, and the valve was successfully implanted.